Manufacturer narrative:
Initial.

Event description:
It was reported that an alert 38 indicating a motor stall persisted on the ilet despite restarts, consistent with a failure to infuse and involving the motor component; the user performed a supply change and received troubleshooting and education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue aligned with a motor-related failure to deliver insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of the motor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.